Event description:
This medtronic, surgical navigation system was to be used for the placement of a ventricular shunt. Two different patient tracking devices were used, both medtronic products, item #9734887 and #9733674. When the second patient tracker was connected into the navigation system, a warning prompt appeared on the computer screen, asking if the user if he wanted to register the tracker. The user answered "yes" and this resulted in all of the data from the first tracker to be deleted from the system. The data was irretrievable and procedure was completed without the use of the navigation system. No further information is known at this time.